Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an infection. The hcp was concerned related to "complication reduction". The pump contained lioresal intrathecal (baclofen injection) at an unk concentration and dose rate. Add'l info has been requested, but was not available as of the date of this report.